Manufacturer narrative:
Information on the reported issue was provided to the customer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the ep cockpit configuration failed to work on an allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.